Event description:
Patient underwent prostatectomy. The foley catheter wa<s inserted during surgery. On sixth post-op day, attempts to remove the foley were unsuccessful because the balloon would not deflate. The abdominal incision was reopened and uning a spinal needle, the physician deflated the balloon and removed the foley. The patient remained in the hospital a few days and was discharged to follow-up with the physiciandevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, user education provided, inserviced by manufacturer/distributor representative. The device was destroyed/disposed of.